Event description:
It was reported the screen shakes, and the pen "tap" does not calibrate well with the screen. The "tap" is off by an inch. The programmer rf head was returned to the manufacturer with the programmer. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The shaky screen was able to be replicated. The cause was found to be cables, which were not fully inserted into the connector. The reported event with the stylus could not be confirmed. (B)(4) the programmer rf head failed testing, and the cable was found to be out of specification.